Event description:
No additional information provided.

Manufacturer narrative:
No defective sample and photo have been received, and the status of the leakage of the joint cannot be identified. DHR/bhr review lot#4198330: the products of this batch were assembled at intima ii auto line 2 in august 2024, and packaged at r240 package line in august 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. Attachment pr#(B)(4) for the quality certificate. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found. Attachment pr#(B)(4) for the test report. According to ma feedback, there are many factors that cause redness, swelling and pain at the insertion site. Possible related factors include: repeated infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy in the vascular wall. The blood vessel punctured during puncture is not found in time, resulting in drug leakage or small hematoma. Lax disinfection during operation causes infection. Some drugs may cause allergic reactions. Excessively high drug concentrations, too low a temperature, too fast a drip rate, or a change in the plasma ph by the drug. The physical reasons of the patient itself. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): there are no abnormalities in the production process, sterilization process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. The defective sample does not involve functional problems such as penetration force, so the redness, swelling and pain at the insertion site cannot be confirmed to be related to product quality. In addition: the root cause of leakage at the joint during infusion cannot be determined because the defective sample has not been received for further inspection.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at adapter tubing junction the patient was treated with intravenous needle puncture in our hospital. After successful puncture, redness, swelling and pain at the puncture site and fluid leakage at the connector of the needle appeared in the process of intravenous infusion, and the needle was removed immediately without special treatment, and he improved in about 20 minutes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.